Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was 400-500 mg/dl. The customer "temporarily fixed them" and the occlusions had reoccurred. The customer was to meet with a healthcare provider to discuss the "pump options". Although requested, additional information was not received.